Manufacturer narrative:
Product code: dqx. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, while attempting tibial angioplasty, the tip of the approach hydro st microwire wire guide broke off in the patient's heavily calcified tibial artery. Another manufacturer's wire reportedly also broke during the procedure. The complainant reported the event was most likely not due to an issue with the approach hydro st microwire wire guide, but rather the heavy calcification of the patient's anatomy. The patient was noted to have "severe disease," and has been " losing toes." This procedure was a final effort before considering limb amputation. The broken device component was not able to be removed and remains in the patient's foot. No additional procedures are required at this time. No adverse effects have been reported as a result of this occurrence. The complaint device was discarded at the user facility; therefore, it cannot be returned for manufacturer investigation.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be related to the patient¿s condition/anatomy. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.